Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer had a high blood glucose level of 415 mg/dl. Customer had lost 3 quick sets and had bent cannulas. Customer stated that the numbers never showed, but the insulin came out. Customer reported that there was a lag in showing the number and the last time, the numbers never came. Customer stated that the infusion set cannula was crimped. Troubleshooting was performed and everything was working as designed. Customer was advised to monitor the issue and call back if issue recurs. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.